Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that a (B)(6) male pt experienced sudden cardiac arrest while in a car. Colleagues removed him from the car and initiated CPR. When clinicians arrived the pt was pulseless and in respiratory arrest. Stat padz were applied and the device displayed a "defib fault 72" message the electrodes and the battery were replaced and the device displayed a "defib fault 72" message. Complainant indicated that CPR was continued and another device was obtained to continue treating the pt. Complainant indicated that the pt was pronounced deceased while in transport to the hospital.